Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 485 mg/dl. She was pulled out of school because of her high blood glucose level. The customer was nauseous. She treated her high blood glucose level with a syringe. A missing bolus from breakfast was found and the insulin pump did not alarm. The high pressure test passed. The infusion set cannula was bent. The device was not returned.